Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6600 system had a poor image quality with lines in the image during a case. The 6600 system was rebooted and then the monitors were blank. No pt injury was reported.